Event description:
Pt was referred to electrophysiology lab for atrial lead revision due to lead migration to the right ventricle. A 52 cm stylet was advanced in the atrial lead after the lead was unscrewed from the pulse generator. The atrial lead was repositioned in the right atrium but satisfactory pacing parameters were not obtained. This appeared to be due to a broken screw at tip of electrode. A new atrial lead was repositioned in the right atrium and tested. The screw at the tip of the atrial lead which broke off remains embedded in lateral right atrial wall.